Event description:
The customer contacted physio-control to report that their device had a service wrench present on the device's readiness display. When the customer attempted to power the unit on, it would not complete the boot-up cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control advised the customer that their device is no longer under warranty and provided the customer with an approximate quote for repair. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.